Event description:
It was reported that a nurse observed a leaking insulin cartridge on an ilet system and noted hyperglycemia with a blood glucose of 283 mg/dl, without symptoms, after supplies were changed; troubleshooting included disconnecting tubing and completing a full supply change with insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or medical intervention beyond device troubleshooting and supply replacement. Customer care provided support that included guided troubleshooting and education. Investigation of this case revealed a suspected leak associated with the cartridge and/or infusion pathway, with no alarms reported and no damage observed on visual inspection, and function restored after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related assembly or connection issue leading to infusion pathway leakage.

Manufacturer narrative:
Initial.